Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, when the device was taken out from the hoop and the protective sheath was taken off, resistance was met and the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous, mr, 2.25 x 20 mm (sds) was returned for analysis. A visual examination of the crimped stent found that the stent detached and separated from the device. The center struts were bunched and overlapping, some struts distorted and misaligned. A visual examination of the balloon found solidified medium inside balloon and inner/outer lumen, balloon wings were open and relaxed and appear to have been subjected to positive pressure. Crimp stent markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The maximum crimped stent profile of the associated batch records for this device was reviewed. The product stent protector was returned for analysis with the device and the internal diameter was measured which is within specification. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found hypotube kinks along the full catheter length. A visual and tactile examination found a midshaft kink 3 cm distal of hypo/midshaft bond. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy drug-eluting stent was selected for use to treat a lesion. However, when the device was taken out from the hoop and the protective sheath was taken off, resistance was met and the stent was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.